Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical radiculopathy and complex reg pain syndrome type ii. It was reported that the patient had poor telemetry or no telemetry with recharging. The last successful recharger was 2 weeks ago. The consumer replaced the batteries in patient programmer and reported that it had poor communication as well. These events started on (B)(6) 2017. No patient symptoms were reported. No further complications were reported.